Event description:
Device returned with patient reports underdosing symptoms (return of symptoms) since december 2001. Residual volume was always larger than expected volume. Follow up by hcp revealed patient experienced sweating and loss of appetite "due to probably to low morphine dose." Pump replaced. Event was resolved without sequelae.